Event description:
It was reported that the right atrial (ra) lead exhibited "dysfunction" with oversensing of artifacts in the atrial channel. During the ra lead revision procedure, it was noted the device was oversensing short interval counts (sic) and noise in the atrium. It was further noticed there was no sound from the screw in the connector of the device and the device header was loose. The ra lead was unable to be disconnected from the header and the physician noted a an issue with the setscrew mechanism. The device was explanted and replaced and the lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).